Manufacturer narrative:
(B)(4). Medical product: custom oss cemented stem, catalog #: cp112794, lot #: 486950, oss s-clamp taper, catalog #: cp112795, lot #: 492450, oss cemented stem, catalog #: cp112793, lot #: 486940, oss diaphyseal segment, catalog #: 150482, lot #: 774060, oss segmental stacking adapter, catalog #: 150483, lot #: 247460. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02574, 0001825034-2018-02575.

Event description:
It was reported that the patient was revised for unknown reasons. No patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.